Event description:
It was reported that during the implant attempt, when the physician tried to pull the guidewire back, it broke. A 2 centimeter longpiece of the guidewire remained in the coronary sinus outside the lead. The patient will be monitored and followed up to check the performance of the lead. The lead remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary - the guidewire was returned and analyzed. The stylet/guidewire was broken, damaged and kinked/buckled,

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.